Manufacturer narrative:
Other relevant device(s) are: product ID: e nveor-n-us. Product ID: evolutr-34-us, serial/lot #:b)(4), ubd: 27-mar-2021, UDI#: (B)(4). Product analysis: valve (B)(4) remains implanted. Valve (B)(4) was discarded. The delivery catheter system (dcs) was not returned. Therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve moved slightly aortic to a 3 mm depth in relation to the annulus after implantation. The echocardiogram revealed that the patient had moderate to severe aortic insufficiency. Therefore, the decision was made to implant a second valve. During the first recapture of the second valve, the patient had a premature ventricular contraction (pvc) which dislodged the second valve up pulling the first valve into the sinus and sinotubular junction (stj). The second delivery catheter system (dcs) was removed and the original valve was snared aortic to eliminate concerns to the coronary arteries. Ultimately, a non-medtronic valve was deployed into the annulus with mild to moderate aortic insufficiency. It was reported that the patient was doing well post procedure. The native valve was reported to be bicuspid. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the second valve was recaptured and removed from the patient after the pvc occurred rather than prior. It was reported that the aortic insufficiency was paravalvular leak (pvl) and the patient had calcified anatomy. If information is provided in the future, a supplemental report will be issued.